Event description:
It was reported that the procedure was to treat the 90% stenosed, distal, mid, and proximal right coronary artery (rca). After implanting stents in the distal, mid, and proximal rca, a 4.0 x 15 mm nc trek balloon catheter was used for post-dilatation. The balloon was pressurized 3 times to 24 atmospheres; however, when removing the catheter, it could not be withdrawn into the 5f guiding catheter. The balloon catheter and the guiding catheter were removed as a single unit. Outside the patient, it was confirmed the balloon had ruptured. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: the device was returned for evaluation. The reported the balloon rupture was confirmed. The reported difficulty to remove could not be replicated as the returned device was not returned in a condition in which the test could be performed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the instructions for use (IFU) states the balloon pressure should not exceed the rated burst pressure (rbp). Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.